Event description:
Lenstec received an email stating "dr. Says she saw a crack in the lens."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices have been conducted correctly. Additionally, we have not received any other complaints from these batches. The results of the physical device investigation determined that the lens was intact. No cracks or defects were found.

Event description:
Lenstec received an email stating "dr. Says she saw a crack in the lens."

Manufacturer narrative:
The investigation is ongoing. Once additional information is obtained a supplemental report will be issued.